Manufacturer narrative:
**See the following regulatory reports, which were reported on the leads and are applicable to this report: regulatory report #s: 6 000153-2015-00297 and 6000153-2015-00296. All future reports associated with this event will be submitted as a supplemental to this regulatory report. Due to imdrf harmonization, the previously submitted device, method, result, and conclusion codes no longer apply to this event. Codes that apply to the leads: device codes: (B)(4), patient codes: (B)(4). Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6), 2019. It was reported that the ins had been a complete failure; it never worked to provide the results that they had from the trial system. Their doctor had told them that they would have to live with a pain level of "5" even after getting the implant. They had discussed it with their local doctor who said to the patient that the ins was "obviously mis-installed". It was noted that the issues with pain along with the trouble they had with the battery and the wires touching their spinal cord didn't happen immediately but rather came on gradually. It was also reported that around the beginning of 2018, they started noticing a vibration sensation from between the shoulders clear to their feet. They had discussed this with their cardiologist and asked if the vibration could be atrial fibrillation. The cardiologist told the patient that "a-fib" doesn't go clear to the feet. They reported additional issues, which included swelling around the bottom rib that was in front of the ins. It was noted the ins was moving back and forth. The patient stated they think the system should be removed but their doctor told them they would not remove the system due to the patient being on blood thinners. The patient requested physician listings because they did not know if they could trust the doctor that implanted the system. Physician listings were sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on 2019-aug-01 by the consumer that they were not using the stimulator because of the reported events that it was mis-installed, the wires are obviously touching the spinal cord, the battery was dead from not being charged in 3 years, and the battery has moved to the armpit. It moved back and forth 4 inches below the arm and it affected the patient's entire body. When the patient clenched their teeth, it chattered due to the uncomfortable and strong vibrations. The patient has another problem with the vertebrae in their neck and the scar tissue as the implant surgery took 3 hours as they installed it, and then "didn't like how it looked, so it was reinstalled in the or". Since implant it was not working. The patient had pain (around 6 or 7) when they were told that they would have pain at a 5. The trial had worked fine and took the patient's pain away. The patient was having trouble finding a hcp in their area that they could make it to. Head pain from putting in 2 vertabrae in their neck was the reason for implant. No further complications were reported.